Event description:
A report was received that the pt underwent an explant as the pt felt the scs system was pushing down on his kidneys causing pain. The pt was reportedly doing fine after the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.